Event description:
Insulin gauge displayed an amount different than what the caller expected, with a discrepancy greater than 30 units. The caller currently experienced a fill estimate issue, with the pump showing 115 units instead of the expected 215 units. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in reloading the cartridge, and the caller decided to continue monitoring the situation and follow up if necessary.